Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl and was hospitalized for 4 days. Low bg cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.